Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the cord loop was broken and frayed. It is possible that interaction between the cord and the inner edge of the tube could have contributed to the cord fraying and ultimately breaking. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event.

Manufacturer narrative:
Correction: incident date was updated to 15feb2017 following receipt of additional information. This report is to follow up with medwatch mw5069344. Please reference medwatch no.: 2027111-2017-01588, follow-up no.: 01 for investigation.

Event description:
Medwatch received (mw5069344) may 19, 2017 - "during use of the retrieval system, the bag was around the gallbladder and during removing of the system the rope broke and bag opened into the cavity spilling bile. Opened a second bag and retrieved the first. Upon exam the second bag rope was frayed. Diagnosis or reason for use: acute cholelithiasis. Event abated after use stopped or dose reduced:yes" add info received via phone from applied medical team member, may 19, 2017 - it was confirmed the event date was (B)(6) 2017.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Laparoscopic cholecystectomy - the doctor reported that when she closed the cd003 bag around the gallbladder and started to retrieve it, the rope broke; thus spilling bile. A second cd003 bag was opened and used to retrieve the one that broke and upon examination the rope was found to be frayed. Type of intervention - an additional cd003 was used. Patient status - stable.